Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly. The seal rolled into the delivery tube, but when pulled out of the loader, the seal either got stuck halfway up the loader, or did not remain correctly rolled in the delivery tube. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.